Event description:
The customer called to report a "major" ac reaction. At 13 minutes, they gave the donor 4 tums and lowered the draw flow. A 80 minutes, the donor was feeling dizzy and "weird" so they ended the procedure without doing rinseback. The donor was experiencing tightness in the chest, rapid breathing, skin was pale and greenish in color. He had tingling and had numbness around the lips, mouth, in the arms and hands, tetany in both arms and legs, and was nauseated. The donor refused the recommendation of going to the hospital at the time of the event. The donor followed up with his physician and was cleared to continue donating.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.